Event description:
There are major "logic" and "safety" issues with the product dental amalgam. The american dental association claims it is safe to have amalgam fillings and that they last 20 yrs. Then they claim it is dangerous to take the amalgams out and that they should be left in. If they only last 20 yrs, then a 15 y/o amalgams will only last until they are 35 and then they are stuck with something that didn't last, if they can't take them out. Several members of my family have become sick from dental amalgam. Symptoms include heart attack, mercury leaking into thyroid / thyroid cancer / hashimoto's, kidney stones / high anxiety / shyness / mad hatter symptoms / obesity (inability for body to lose fat with exercise / healthy diet), and these symptoms I have seen in just three people in my family all of whom have dental amalgams. I am very concerned that mercury amalgams were purposely changed from being considered malpractice to safe in the us to make money. I had two of my dental amalgams removed and my eye sight improved, and my body could finally fight cold weather. I had been feeling electrical zaps from my cell phone to my amalgam dental work. My hair was falling out and I was always tired and in pain as my organs began to fail. I found tons of research that shows amalgams do release more mercury into the body around wi-fi and cell phones. Mercury on wounds was found to cause organ failure over 100 years ago. The idea that dentist took amalgam out of the banned category and started dumping mercury on peoples teeth is horrific. The organ failure is happening to people after a decade of having mercury amalgam on their teeth. Real scientific studies have found dental amalgam to be very dangerous. The american dental association continues to claim with no scientific research that dental amalgam somehow has inactive mercury. Scientists made a feature length film. "Evidence of harm" to prove dental amalgam does release mercury. A "little bit" or "micro-released" of mercury has made my family very sick. We have extreme medical costs and are worrying about heart failure, kidney and thyroid problems because of the dental amalgams. We have no other source of mercury. The american dental association is not keeping track of pts with organ problems later on in life. They are claiming we don't exist. Here we are, people suffering from amalgam. We do exist. There is no one to report our symptoms to, no one keeping back of amalgam users organ failures and mental health issues. We have had terrible mercury symptoms from our dental amalgams. All of these studies suggest that the amalgams are very dangerous around electronic wifi, cell phones and medical imaging. Shouldn't drs be warned not to image someone who has dental amalgams? Effect of radiofrequency radiation from wi-fi devices on mercury release from amalgam restorations https://www.ncbi.nlm.gov/pmc/articles/pmc4944481/ effect of radiation from mobile devices on mercury leaching in dental practice https://www.researchgate.net/publication/330354129_effect_of_radiation_from_mobile_devices_on_mercury_leaching_in_dental_practice mercury release from dental amalgam restorations after magnetic resonance imaging and following mobile phone use https://www.researchgate.net/publication/215654717-mercury-release_from_dental_amalgam_restorations_after_magnetic_resonance_imaging_and_following_mobile_hone_use mercury release from dental amalgam restorations after magnetic resonance imaging and following mobile phone use. Https://www.ncbi.nlm.nih.gov/pubmed/18819554. Mercury levels were double the national average in blood in myself. Several med conditions arose from wearing dental amalgams in three people. One person with a heart attack had to have all of his teeth removed because medical imaging caused his dental amalgams to torture him with mercury. He had already experienced over fifteen years of mercury exposure. Symptoms including mental health issue, obesity health issue, obesity (organs unable to break down fat even with healthy diet and exercise) as well as other health symptoms from dental amalgam mercury release. Two other people in our family began getting kidney stones from mercury release. One person in our family began having thyroid problems hashimotos and thyroid cancer after cell phone signals began magnetizing to their jaw. This created the feeling of electricity hitting the jaw around cell phones, jaw puffiness, teeth pain, constant tiredness, while dots / permanent white skin bumps on outside of cheek covering dental amalgam, excessive hair loss, and symptoms of easy aggression, confusion, decision-making trouble, inability to thrive. One person began so shy at 15 yrs old that he could no longer talk to people, answer the phone, or communicate with others. Even at 40 yo he now remains reclusive, unable to hold a job. Unable to communicate with people except for in short sentences. Drs have considered the idea that his behavior may be due to autism. However, the behavior did not begin until he had dental amalgam put into his mouth. There are three people listed. All of whom were otherwise healthy except for amalgam use. Amalgam removal, since amalgam removal my eye sight has improved and my body has began generating heat in cold weather. Before, I was constantly cold and had thyroid issues. FDA safety report ID# (B)(4).